Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 40-50 mg/dl. Review of the pump data logs by tandem technical support verified that the customer had delivered multiple boluses prior to the low. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.